Event description:
The customer reported bleeding at seal locations even though an end tone, indicating a completed seal cycle, was heard. After three seals, the jaws would no longer open and the device was cut from tissue. Another device was used to complete the procedure without incident. There was no patient injury.

Manufacturer narrative:
Covidien reference #: (B)(4) . Date of initial report: (B)(6) 2010. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.